Event description:
It was reported that a 65 yo male patient, who had bilateral knees implanted, initial implant date (B)(6) 2019, had poly wear indicated on a post op visit and had the right knee revised to an exactech size 3 psc logic inserts x 2, approximately 2 years 8 months post the initial implant date. The patient was last known to be in stable condition following the event. The explanted device is not available for return as the customer keeps all retrievals.

Manufacturer narrative:
No device return anticipated due to facility policy. Concomitant medical device: 02-010-01-0330, 6035332 - logic femoral ps cem right sz 3, 02-012-41-3030, 5534143 - logic tibia traptray cem sz 3f/3t, 200-02-35, 6004231 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: the revision reported is most likely due to prosthesis wear as a result of high in-vivo stress and possible contributions from instability. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not available for evaluation.